Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No ncrs were generated during production.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: one zero-p va spacer (part 04.647.127s, lot 8498260) was returned with the complaint that ¿the plate on a zero-p implant popped off the spacer intra-operatively. It was reported that the surgeon was implanting a zero-p va 7mm implant. The surgeon was inserting the screw (cranial). It was reported that the screw seemed to move lateral and the plate popped off the peek spacer. The plate was removed and the spacer stayed implanted. The surgeon finished the fusion with a vectra-one plate.¿ the plate was received and the peek spacer component was not. There are no signs of misuse or abuse and no fractures have been noted. This complaint is confirmed. This implant is a member of a family of implants included in the zero-p va anterior cervical system. The associated drawings were reviewed. These drawings detail the appropriate materials, finishing processes and dimensions for the intended connection between the plate and peek components. This design is adequate for the intended use of this implant. The implant is designed to have a semi-rigid connection between the interbody plate and spacer. The intent for this design was to decouple the interbody plate from the spacer, so the interbody plate could perform similar to an anterior interbody plate, and the spacer could perform similar to an interbody spacer. This ¿decoupled" design scheme is meant to minimize the stress between the interbody plate and spacer. Thus, the interbody plate and spacer were designed as separate parts that have complimentary mating features that are keyed to only assemble in one direction. In addition, the hole prep and screw insertion instruments are designed to insert screws within a specific range. If these instruments are misused outside of the range, it could create an environment that could cause the interbody plate to separate from the spacer. As a result of the design, the spacer can dissociate from the interbody plate if it is mishandled and loads are applied to each part in opposite directions and in the orientation of the keyed interconnection. The implant is most susceptible to this occurrence during implantation if uneven insertion forces are applied to the interbody plate and spacer. Dissociation could also happen if the hole prep and screw insertion instruments are used outside of the recommended screw insertion angle ranges. This ¿decoupled" design scheme is meant to minimize the stress between the interbody plate and spacer. Thus, the interbody plate and spacer were designed as separate parts that have complimentary mating features that are keyed to only assemble in one direction. The design is adequate for the intended use of this device and the risk assessment covers the hazard associated with this complaint. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the plate on a zero-p implant popped off the spacer intraoperatively. It was reported that the surgeon was implanting a zero-p va 7mm implant. The surgeon was inserting the screw (cranial). It was reported that the screw seemed to move lateral and the plate popped off the peek spacer. The plate was removed and the spacer stayed implanted. The surgeon finished the fusion with a vectra-one plate. The surgeon was okay with the outcome and the patient is home. There was a 25-30 minute time delay. This report is 1 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.